Event description:
The following info concerning the event and the condition of the pt/end user was documented by a carefusion (B)(4) customer service rep in response to a phone conversation with the distributor's rep. "Customer contacted me via email asking what material our chinstrap was made of because she believes she had an allergic reaction to it. She states she has a rash with blisters. I sent her a statement from the vendor stating what materials are used to make this chinstrap. I could not offer her a replacement as all of our headgear is made of the same material."

Manufacturer narrative:
(B)(4) - alleged to have caused allergic reaction. The chin strap has been received into the carefusion failure analysis lab and is awaiting eval/investigation. Once the eval/investigation is complete, carefusion will submit a follow-up medwatch report.